Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Patient age/dob; gender; weight and relevant medical history, including medications, were requested but not made available. Devices remain implanted. Therefore, direct product analysis was not possible. Two gore® viabahn® vbx balloon expandable endoprosthesis (serial #(B)(4)); both had catalog # bxa052902a). It is unknown which device was implanted in right or left renal artery. Two medwatch reports will be submitted for same procedure / same patient. Instructions for use for gore® viabahn® vbx balloon expandable endoprosthesis. Warnings section state: special care should be taken to ensure that the appropriate size endoprosthesis, compatible sheath and guidewire are selected prior to introduction. Native vessel dimensions must be accurately measured, not estimated. Do not exceed the maximum rated burst pressure. Exceeding this pressure increases the potential for balloon rupture and possible vessel damage.

Event description:
The following was reported to gore: during a four-vessel endovascular fenestrated aortic aneurysm repair, two gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were utilized. The vbx devices were deployed in the right and left renal artery. As reported, the physician stated the renal arteries were small (less than 5mm) and the vbx balloons were inflated too quickly and were expanded too large, beyond the vessel sizes. Extravasation was seen on angiography. As reported, neither artery could not be saved, resulting in coverage of the fenestration. The vbx devices remain implanted. As reported, the patient was recovering well following the procedure.

Manufacturer narrative:
H6 - code 213: review of device manufacturing record history confirmed device met pre-release specifications. G1 - reporting contact name was entered. G4 - PMA/510(k) number was entered. Combination product was checked 'yes'. Two gore® viabahn® vbx balloon expandable endoprosthesis (serial #(B)(6) had catalog # bxa052902a). It is unknown which device was implanted in right or left renal artery. Two medwatch reports will be submitted for same procedure / same patient. Manufacturer report #2017233-2021-02596 is for first device used during same procedure.